Event description:
It was reported that the plastic tip of the resection sheath broke off and fell into the patient's bladder during a therapeutic cystoscopy. The detached piece was retrieved using a grasper, and the procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00109. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for evaluation; however, photos were provided. A review of the images confirmed the reported failure, showing that the device was broken off at the trocar tip. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely that the plastic tip broke off due to mechanical force. Olympus will continue to monitor field performance for this device.